Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had surgical complications during left ventricular assist device (lvad) implantation. They had aortic insufficiency and right ventricular strain. The patient was unable to be weaned from the cardiopulmonary bypass machine, requiring a right ventricular assist device (rvad) to be placed. After the procedure, while the patient was in intensive care, the patient had significant bleeding from the driveline site and large volume of blood from their chest tube. They received 8 units of packed red blood cells (pcbc), 5 units of fresh frozen plasma (ffp), 20 units of cyro, and 7 units of platelets. They were also given desmopressin and protamine. On (B)(6) 2022 that patient was sent back to the operating room for concerns over tamponade. The chest was opened and a large amount of blood and blood clots were noted. The clots were removed, the chest irrigated, and the chest was cauterized. The patient had supraventricular tachycardia with a heart rate in the 180's on (B)(6) 2022. They received two 150 mg amiodarone ivs and an IV of magnesium, the patient was successfully cardioverted back to normal sinus rhythm. As of (B)(6) 2022, a tracheostomy was performed to remove the buildup of mucus that was the result of respiratory failure. The patient had a weak cough which improved after the secretions were removed. The patient was re-intubated for airway protection. Additional information revealed that the patient had copious amounts of foul-smelling diarrhea on (B)(6) 2022. A stool sample returned positive for clostridioides difficile (c-diff). The patient was started on vancomycin on (B)(6) 2022. A pcr test returned positive for cytomegalovirus (cmv). It was noted that the patient had prior infection noted on (B)(6) 2022 prior to the lvad implantation. The patient was delirious. They were started on ganciclovir. A repeat cmv pcr test was planned for (B)(6) 2022.

Manufacturer narrative:
This event was determined to be a duplicate/ additional information to MFR #(B)(4). Investigation findings will be reported under MFR #(B)(4).